Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 80% stenosed lesion was located in the severely tortuous distal right coronary artery (rca). The lesion was pre dilated with another manufacture's device that ruptured. A 8mm x 4.5mm quantum maverick balloon catheter was introduced and on the third inflation ruptured at 16 atms. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 80% stenosed lesion was located in the severely tortuous distal right coronary artery (rca). The lesion was pre dilated with another manufacturer's device that ruptured. A 8mm x 4.5mm quantum maverick balloon catheter was introduced and on the third inflation ruptured at 16 atms. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick mr device. Blood and contrast were present in the shaft. A inflation device was used to inflate the balloon and revealed a pinhole 0.5mm above the proximal edge of the proximal markerband. The markerband was inspected and no damage was found. Distal tip damage was also found. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).